Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pullout occurred during use with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, "used with nipro butterfly needle and terumo l/a holder. When hcp removed the tube from the holder, the shield remained in the holder and the tube itself removed."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that stopper pullout occurred during use with a bd vacutainer® edta 2k . The following information was provided by the initial reporter, "used with nipro butterfly needle and terumo l/a holder. When hcp removed the tube from the holder, the shield remained in the holder and the tube itself removed."